Event description:
Physician was performing a biopsy of the lymph node on the right side of the neck. The biopsy needle once again was armed to take a sample when the needle came apart. The needle was a temno adj 20x11. The same malfunction happened with another type of temno needle. The lot number was 0000804324. Cardinal health was contacted and all temno products are being pulled from the shelf for use. The technologist placed the needle in the needle box so we were unable to keep the product.